Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having red man's syndrome. The patient described the irritation as like a 3rd degree burn with skin peeling. The patient was given blood thinners and has a previous injury not caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient takes benadryl and uses a cream the doctor prescribed. The medical outcome is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having red man's syndrome. The patient described the irritation as like a 3rd degree burn with skin peeling. The patient was given blood thinners and has a previous injury not caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient takes benadryl and uses a cream the doctor prescribed. The medical outcome is unknown as follow up attempts were unsuccessful. Supplemental report 10/04/2021: submitting report to correct section g4.